Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram video was submitted for review and indicated deployment looked good, lock positioned outside the vessel, and possible thrombus present. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the right common femoral artery. The arteriotomy was 6.8mm with minor calcification; deployment depth measured 4+1. Hemostasis was immediate; however, a post-procedure angiogram showed no flow at the access site. A contralateral guidewire was inserted, and flow slowly increased. The surgeon was concerned about the possibility of collagen blocking the artery so a surgical cut down was performed. During the cut-down, the surgeon visually verified that the manta deployed correctly but could not determine the cause of the low flow. Balloon inflations were applied distal and proximal but did not pull out any potential clots or plaque. Flow slowly restored, and the vessel was repaired. The surgeon choose to perform the surgical cut-down procedure; however, it is not an indication of device failure or fault. The root cause of the stenosis cannot be determined. It is suspected that there was a formation of an occlusive dissection. Dissections are a common large-bore procedural complication. The following adverse events related to the deployment of vascular closure devices have been identified in the IFU: ischemia of the leg or stenosis of the femoral artery and/or local trauma to the femoral or iliac artery wall, such as dissection. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Manufacturer narrative:
Device has not returned for evaluation and an investigation has been opened to review device history record, and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: deployment looked great. Achieved instant hemostasis, but upon post angio shot there was no flow at insertion site. Passed a wire contralaterally through the target area and able to pass the wire. A little flow was observed, but not sufficient. We could see the lock outside the vessel. Physician was concerned about potential for collagen in the artery. Cut down performed by surgeon and found manta perfectly deployed. He proceeded to run a balloon catheter both distal and proximal to access site to pull out any potential clot. Nothing. No calcium. Flow began again and pulses were good. Physician sewed patient up and they were put on heparin and watched over night. Additional information received 02oct2020: hemodynamically stable with blood pressure 140s/80s an o2 - 100%. No acute distress. Monophasic waveforms within the tibial artery, anterior tibial artery and dorsalis pedis artery are suggestive of moderate stenosis. Otherwise, no hemodynamically significant stenosis utilizing velocity criteria.